Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving unspecified low readings from the sensor after 7 days of wear. Customer experienced body pain and a loss of consciousness and was seen at a hospital, where a reading of 600 mg/dl was obtained on an unspecified meter. Customer also reportedly fell into a coma and placed in the intensive care unit. Customer was diagnosed with hyperglycemia but was not able to provide information regarding treatment or how long she stayed in the hospital. No additional information was provided as the customer refused to continue the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving unspecified low readings from the sensor after 7 days of wear. Customer experienced body pain and a loss of consciousness and was seen at a hospital, where a reading of 600 mg/dl was obtained on an unspecified meter. Customer also reportedly fell into a coma and placed in the intensive care unit. Customer was diagnosed with hyperglycemia but was not able to provide information regarding treatment or how long she stayed in the hospital. No additional information was provided as the customer refused to continue the call. There was no report of death or permanent injury associated with this event.